Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the forearm. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced fro pre-dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.